Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported by a health care professional that there was evidence of t-wave oversensing (twos) with the patient's right ventricular (rv) lead. The sensing configuration was reprogrammed and follow-up with the patient's clinic indicated there have not been reports of twos since that time. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.